Event description:
It was reported that the right ventricular lead had greater than 3000 ohms impedance. The r waves were as small as 1.5mv and had trended down since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular impedance measurement has been elevated throughout the record with values around 2500 ohms. In the (B)(6) though (B)(6) 2010 timeframe, the values were in excess of 3000 ohms.